Manufacturer narrative:
Evaluation of the device could not reach a conclusion that there was a defect or malfunction associated with the reported problem.

Event description:
It was reported that the shoe caused the patient to stumble and hit his head, which was followed by hospitalization. The patient was hospitalized for one day. He was walking from the carpet and going to his kitchen. When he reached the end of the carpet, the shoe stopped but he did not. This reportedly caused him to fall and hit his head on the stove, which knocked him out. He was transported to the hospital and had to take computerized tomography (CT) scan the following morning to check if there was bleeding in his brain. The result was negative. No further information has been provided.